Manufacturer narrative:
The device was not sent back for evaluation purposes. From the users narrative we draw the conclusion the user instruction has not been considered diligently. The risk of shearing off the catheter and how to avoid this clearly outlined, written in bold letters. The adverse event experience is localized in the UK. No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the possibly affected device history record, sterilization record (batch 685) and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. Patient is doing well. If now further information is availablke allowing pajunk to determine if it is a pajunk product the file is considered as closed.

Event description:
Event took place in another country: a pt was having the catheter placed for use when treating her complex regional pain syndrome and visits the hospital on a regular basis for his treatment. After the procedure (peripheral plexus), the anesthesist sheared off the catheter tip by pulling back on it with the needle still in situ. The hospital has decided to leave the catheter in place and monitor the pt at their continuing appointments.